Event description:
International affiliate reports the handle of the confidence kit¿s pump jammed when pressurizing the cement chamber. No other information is available at this time. However, loss of pressure in the delivery system has been known to result in surgical delay of greater than thirty minutes. For that reason, medwatch report is being submitted to document this event.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It was noted that there was cement on the opposite side of the piston in the cement reservoir and the threads of the cement reservoir upon receipt. The cement reservoir was pressurized until the safety valve engaged on the pump and there was no seizure of the pump handle. A review of the device history record for the confidence half dose kit (5cc) found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12 month complaint trend analysis for the confidence family was conducted, as this failure mode could present itself across the entire line of products. There were no related complaints. As such, no further trending action will be taken as a part of this complaint file. The root cause could not be positively identified because no product problem could be identified. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.